Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy and flow rate issues. The manufacturer¿s international service technician replaced the gas delivery system (gds) including the flow sensor to address the reported problems. The part was returned to the manufacturer for investigation: the gas delivery system assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the pressure accuracy and flow results were out of specification. There was no patient involvement.